Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this device recorded a code (B)(4) indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains implanted pending revision.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device¿s battery. The device case was then opened to facilitate analysis of the internal components. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a cracked low voltage capacitor. Low voltage capacitors are used in the device¿s high voltage charging operation in order to facilitate fast charge times. Malfunction of one of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal.

Manufacturer narrative:
Upon receipt at bsc¿s post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion[, but the battery was still able to support full device function in the event that therapy would have been needed]. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case. Investigation is currently in progress to determine the source of excess hydrogen in this device. To date the investigation has determined that it is not caused by the high voltage capacitors, as that potential source of hydrogen was eliminated as part of a previous corrective action (unrelated to the current investigation).

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Additional information was received indicating a revision procedure was performed wherein this device was explanted and replaced. No adverse patient effects were reported.